Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Event description:
It was reported that during an anterior cruciate ligament (acl) the btb loop was very hard to tighten ending up in the tightening suture breaking. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 12-apr-2022: it was the suture that broke, and therefore could not be tightened enough. In this case they replaced the implant and finished the procedure.